Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly and there was no response from any button. Customer¿s blood glucose level was 62 mg/dl. Customer reported that the number's was not ramping on screen. Customer did assist with troubleshooting. Customer reported that the display was frozen due to keypad anomaly. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify keypad and frozen screen anomalies due to display anomaly. Peeled off keypad overlay and no damage noted on keypad traces.